Event description:
On (B)(6) 2015, the patient reported that he did not feel pain during the trial. In 2010, the doctor was trying to change him from patches to the pump. He ended up in the hospital 3 or 4 times due to pain. The patient was going through withdrawal from the patches. He was still on 5 fentanyl patches every 2 weeks. He did not have enough patches or enough morphine. The device system was delivering morphine at 2-6 mg/day; it was being adjusted. On (B)(6) 2011, the patient was looking for a physician that would explant the pump. At that time, the patient¿s pump had been alarming for about 8 months. The patient thought the alarm was due to a low or empty reservoir as the drug was taken out of the pump and it was filled with preservative free normal saline on (B)(6) 2010. The patient had told his physician and the physician told him to go to the ER (emergency room). He went to the ER and they told him they didn¿t do anything with pumps. On (B)(6) 2012,the pump was still alarming. Telemetry had not yet been performed. The patient wanted the pump removed. The patient had never had therapeutic effect; the pump was not working and had never worked for him. The patient had been to the ER multiple times and had gone through withdrawal and severe pain. The patient had been in a second automobile accident. The physician that implanted the pump would not remove it. The pump was alarming "every hour on the hour" for a year and a half and it was driving him "crazy" and not allowing him to sleep. The patient stated that he had an appointment with a neurosurgeon to have the pump explanted. On (B)(6) 2012, the patient¿s hcp (healthcare provider) reported that they had not seen the patient for the past 1.5 years. The last they knew the pump was at minimum rate. The patient was last instructed to make an appointment to disable the alarms. He had not made a follow-up appointment. The patient planned to seek other treatment for his pain. As of (B)(6) 2015, the patient did not have a pump managing physician. He was looking for a new physician as he stated that the pump was dry and he would like to have medication put in it again. He was wondering if he would benefit from another drug like dilaudid. The pump was still alarming and it was causing him anxiety; he was on anxiety medication because of it. He stated that he did not have a current physician because he got fentanyl patches from another physician and the doctor dismissed him. Per the patient, there was nothing in the pump; it was empty. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product/(s): product ID: 8731sc, serial# (B)(4) implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).